Event description:
Piece of ehl probe reportedly broke off and remains in patient.

Manufacturer narrative:
Probe was firing above the tip instead of at the tip due to either: 1) wire insulation defect or 2) poor epoxy seal of the cover tube of the tip. Release of the tip may have been due to over-use of the probe after it began firing at the insulation defect area above the tip.